Manufacturer narrative:
Repeated requests have been made to have the attachment returned to the manufacturer for investigation, at this time we have not received it back from the account.

Event description:
It was reported that during an oral procedure, the pt received a minor burn to the lower portion of the lip. The burn was treated with petroleum. The procedure was completed with another handpiece, and there has been no indication at this time that the burn will result in a scar or that it will require additional treatment in the future.